Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the lower left front corner, the bottom case and the right plunger case were cracked. A review of the event history log (ehl) identified that the customer had programed 10 hour magnesium infusion which started on (B)(6)2022 at 20:37:48, and it ended (B)(6)2022 at 02:08:56. The infusion stopped after 5 hours 31 minutes when it alarmed as syringe empty. The infusion rate was 1.25ml per hour. The pump delivered a total of 6.332ml in 5 hours 31 minutes. It did not deliver 12.5ml because the customer did not start with 12.5ml in the syringe. This is evidenced in ehl that the plunger position was at 1.4334 inches at the start of the infusion. 1.4334 inches plunger position is about 6.5ml in syringe volume. Therefore, the customer's complaint was invalid. During the functional testing no problems were found, the pump functioned as intended. The root cause was caused by the customer's incorrect syringe volume setup. Customer did not load full amount in the syringe prior starting the infusion. The pump can't deliver more than what was loaded in the syringe. Repair was not needed per customer reported problem due to no problem found on device. Performed preventative maintenance and all functional testing.

Event description:
It was reported by a customer that this was a ten hour magnesium infusion. Rate of the infusion was 1.25ml/hr. The total volume was 12.5ml/hr. When the infusion alarmed as syringe was empty, the nurse documented that it read that there were still five hours remaining of the infusion. The biomedical technician team was made aware and no medical interventions were ordered. Vital signs were monitored. Regular syringe pump tubing was utilized for the infusion. Error logs were viewed and found multiple base task debilitated message prior and during infusion timeframe. Reported product fault occurred while in use with a patient. Outcome of event is resolved. The patient did not receive medical treatment (anything that is not over-the counter). The product issue did not cause or contribute to patient or clinical injury.